Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received multiple button alarm 22. Customer had high blood glucose levels.